Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that a pacemaker dependent patient had device check on (B)(6) 2019. Interrogation of the pulse generator revealed noise on both atrial and ventricular channel on (B)(6) 2019; the time coincided with the patient bouncing on the trampoline. The noise resulted in short auto mode switch event and ventricular noise reversion. The device was reprogrammed. The physician suspects that the sub-pectoral implant location may have placed stress on the pacemaker header. The patient was asymptomatic to the event.